Event description:
There was an allegation of false positive cobas® wnv nucleic acid test for use on the cobas® 6800/8800 systems results for 1 patient on a cobas® 6800 system. The initial result was positive. The repeated result was normal, with a negative result. The sample was repeated with a 1:2 dilution, and the result was negative.

Manufacturer narrative:
The serial number for the cobas® 6800 system is (B)(6). The provided data showed several invalid flags. The field service representative replaced the o-rings and stop disks of the processing transfer head. He performed calibration and replaced the micro gear pump of the reagent channel. The affected o-rings were returned for investigation. No deviations were found. The issue is consistent with a leaky processing transfer head nozzle. The investigation determined the service actions of replacing the micro gear pump resolved the issue.